Event description:
It was reported that the device exhibited loss of ventri- cular capture. The ventricular pace appeared to capture the atrium. The lead was determined to be dislodged. A holter monitor confirmed that the patient had normal conduction. The patient was not pacemaker dependent and the device was programmed to aai mode. The patient will be monitored.